Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed a pump stop event that appeared to be associated with the pump stop button being pressed on the system monitor. Additionally, a direct correlation between the heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported pulmonary congestion could not be conclusively determined through this evaluation. The controller event log file contained events from (B)(6) 2023 through (B)(6) 2023, per the timestamps. An intentional pump stop event was captured on (B)(6) 2023, briefly stopping the pump for approximately 2 seconds. The intentional pump stop resulted in lvad off and low flow alarms, per design. The pump ramped back up to the set speed without issue following this event. This event appeared to be associated with the pump stop button being pressed on the system monitor. No other notable events or alarms were captured. The pump appeared to operate as intended. The account communicated that they were not aware of the pump stop and therefore cannot provide more details about the occurrence and if it was related to the initially reported red alarms. The patient remains ongoing on the hm 3 lvas, serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6)were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) and the hm3 patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the hm 3 lvas. Section 4 of the IFU, ¿system monitor¿ (under ¿pump stop button¿), states: ¿use the pump stop button to turn off the pump. To use this feature, press and hold the pump stop button while the pump stop countdown counts down from 10 to 1. The pump stops within the first few seconds of holding down the pump stop button. However, if the button is released before the countdown is complete, the pump resumes at the previously set mode and speed.¿ this section further states that after the countdown, the stopping pump message will be displayed. Furthermore, section 5 of the patient handbook, "alarms and troubleshooting", and section 7 of the IFU, "alarms and troubleshooting", address all system alarm conditions, as well as the appropriate actions associated with each condition. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the patient could not identify the alarm as they were admitted at the time. Troubleshooting was performed, including checking energy sources and connections, performing a controller auto-test, and pump auscultation. An echocardiogram (echo) was performed, and the pump was working properly after the event. Clinical optimization was performed including diuretics and volume management. A log file analysis revealed an intentional pump stop flag on (B)(6) 2023 at 9:27 that briefly stopped the pump. The pump speed ramped back up above the low speed limit (lsl) within approximately 2 seconds, and the controller did not lose communication with the pump throughout the data. No electrostatic discharge (esd) events were observed throughout the data. The pump speed remained above the lsl throughout the remainder of the data, and no other notable events were observed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient reported that some weeks ago they had some red alarms on the controller, but the alarm was unable to be identified. A log file analysis revealed a potential electrostatic discharge (esd) event on (B)(6) 2023.